Manufacturer narrative:
They will send the log files in for evaluation by nk. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: life scope g9 core unit cu-192r: model #: cu-192r, serial #: (B)(4), device manufacturer data: 07/01/2017, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had automatically discharged a patient from the device and that no one at the hospital had discharged the patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had automatically discharged a patient from the device without staff intervention. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). There was insufficient information provided to determine the cause of the event. Nihon kohden analyzed the event logs with the following results: "bed: ccu 3a-04" logged a patient transfer failure at 13:14 on 10/14/2021. It is presumed that the patient was discharged due to the failure of patient movement. The log did not reveal the cause of the patient transfer failure. We [are] guessing the same thing happened to "bed: ccu 3a-05". The service history for this cns shows a history of networking related symptoms including adt, (issues with data transfering to the emr). There is no indication that the cns had malfunctioned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had automatically discharged a patient from the device without staff intervention. No patient harm was reported.